Manufacturer narrative:
Insulin pump trace download analysis confirmed the pump alarmed power error 25. Adapt indicated abnormal behavior of the lithium backup battery loaded vlith voltage as shown on the power management graph and confirmed power error 25 due to connector resistance j6 /pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had power error detected alarm. Customer was able to successfully clear the alarm also able to complete pump rewind. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.